Event description:
It was reported that the unit experienced an e-1 error during a case. The case was delayed, so that the unit could be replaced. It was further reported that the case was completed successfully and that there were no adverse consequences to the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to visual and functional testing. On testing and analysis of the digital circuit board, it was determined that one component on the circuit board was causing the issue observed by the customer. Thus the root cause of the reported failure was traced to an electrical component failure on the digital circuit board. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.